Event description:
It was reported that during stent deployment in the iliac veins through femoral access, the proximal end of the stent did not expand. It was further reported that the physician rotated the handle and the stent finally expanded. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. One image was provided demonstrating the placed stent inside the iliac section. The stent is fully deployed but a sudden diameter decrease is visible in the section where the stent brake is located; distal and proximal of that section the diameter is increased which leads to confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The IFU was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. A definite root cause for the reported event could not be determined. H10: d4(expiry date: 10/2022), g3 h11: b5, h6(result) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during stent deployment through the right femoral vein via external iliac vein, the distal part of the stent allegedly had expansion issue. It was further reported that the physician manipulated the handle and the stent finally got opened. There was no reported patient injury.